Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00928. It was reported during a procedure to address the patient's reported ineffective stimulation (reference MFR report: 3008829311-2017-00915 and MFR report: 3008829311-2017-00916), the physician accidentally cut one of the two leads located at the s1 vertebral level. The physician replaced both leads and completed the procedure.